Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a implant procedure. During the procedure, the pin on the lead was damaged while activating the screw. The physician had difficulty clipping the tool to the pin and applied additional force. The lead was removed and replaced. The patient was in stable condition.

Manufacturer narrative:
Analysis found that a complete lead was returned in one piece measuring 57.1 cm. The reported event of ¿damaged lead pin during implant while activating screw¿ was confirmed. The cause of the reported event was isolated to excessive forces during procedure.